Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a chemosafelock bag spike that reportedly leaked after use. There was no impact to the patient nor to the medical institution worker.

Manufacturer narrative:
A series of photos were shared by the customer, where the spike is broken from chemoport, a piece of luer post is observed broken inside the spike. No additional damage or external damage is observed. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received a broken spike tip was found inside the chemolock, and a sufficient presence of solvent was confirmed. Some marks that suggested twisting force applied were observed. Complaint of leak can be confirmed. The probable cause is typical due to an unintentional twisting force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 1/22/2025.